Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. The patient's previous head computed tomography was reported under MFR # 2916596-2021-02735. The patient underwent a transplant on (B)(6) 2021 that was reported under MFR # 2916596-2020-06296. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have altered mental status with right upper extremity numbness/tingling. Compared to prior head computed tomography (CT) from (B)(6) 2021, there was interval development of an acute intraparenchymal hematoma within the left mesial parietal lobe with mild overlying subarachnoid extension. The patient had normal electroencephalogram on (B)(6) 2021. The patient was treated with one dose of protamine on (B)(6) 2021. A repeat CT on (B)(6) 2021 showed no change in hemorrhage.